Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the defective latch lock mechanism. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device won't recognize the locking lever and doesn't know that it is locked. There was unknown patient involvement.